Event description:
It was reported that during a laparoscopy procedure involving the small bowel, the loop of a non-absorbable v-loc thread became loose, rendering it non-functional. This issue occurred three times with different wires. Initially, the same incident happened with a second suture, and after changing the suture box and the person intervening, the same issue persisted. However, when a different type of suture was used, there were no further problems.

Manufacturer narrative:
D10 concomitant products: vlocn0644, vlocn0644 v-loc pbt 3-0 blu 23cm v20 (lot#:a4f2077vy), unknown-vloc, unknown vloc product (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.